Event description:
During a retrospective complaint review, devilbiss healthcare identified an oxygen concentrator with a complaint of "low purity." There was no report or evidence of illness, injury or medical treatment associated with the complaint. Devilbiss evaluated the unit, which had 28,452 hours of use, and determined a wear item-sieve bed assembly was the cause of the low purity alarm condition.